Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and passed visual inspection and the functional test without any anomalies. However, the ipg data logs were unable to be captured. A labelling review found that the reported event is a known risk with the use of the deep brain stimulation (dbs) system.

Event description:
It was reported that a deep brain stimulation (dbs) patient suffered a cardiac event following a loss of dbs therapy. However, this could not be confirmed, as the patient did not have their remote control to verify the status of their dbs system. The physician theorized that the dbs shutdown might have triggered parkinsonism-hyperpyrexia syndrome and rhabdomyolysis, which likely led to the heart attack. Furthermore, the patient had been taking a new medication known to have rhabdomyolysis as a potential side effect. The patient was hospitalized but, unfortunately, passed away. Additional information was received that revealed that neither the family members of the patient nor the intensive care unit physician believed the patient's passing was related to their dbs system. During this event, the patient showed symptoms of dark urine and elevated blood levels. The patient was intubated, and care was subsequently withdrawn. Upon receiving the implantable pulse generator (ipg), the boston scientific representative noted that it was still functioning.

Event description:
It was reported that a deep brain stimulation (dbs) patient suffered a cardiac event following a loss of dbs therapy. However, this could not be confirmed, as the patient did not have their remote control to verify the status of their dbs system. The physician theorized that the dbs shutdown might have triggered parkinsonism-hyperpyrexia syndrome and rhabdomyolysis, which likely led to the heart attack. Furthermore, the patient had been taking a new medication known to have rhabdomyolysis as a potential side effect. The patient was hospitalized but, unfortunately, passed away. Additional information was received that revealed that neither the family members of the patient nor the intensive care unit physician believed the patient's passing was related to their dbs system. During this event, the patient showed symptoms of dark urine and elevated blood levels. The patient was intubated, and care was subsequently withdrawn. Upon receiving the implantable pulse generator (ipg), the boston scientific representative noted that it was still functioning.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deep brain stimulation (dbs) patient suffered a cardiac event following a loss of dbs therapy. However, this could not be confirmed, as the patient did not have their remote control to verify the status of their dbs system. The physician theorized that the dbs shutdown might have triggered parkinsonism-hyperpyrexia syndrome and rhabdomyolysis, which likely led to the heart attack. Furthermore, the patient had been taking a new medication known to have rhabdomyolysis as a potential side effect. The patient was hospitalized but, unfortunately, passed away.